Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited low pacing lead impedance measurement of 200 ohms. The measurement subsequently increased to the 300 ohms range. The pacing outputs have increased as well. There had been numerous atrial tachy response (atr) episodes noted in the counters but no stored electrograms (egm). Boston scientific technical services (ts) suggested performing a memory download. Additional information was unable to be obtained. The system remains in service. No additional adverse patient effects were reported.